Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). Report source foreign: austria. Complaint is confirmed. Visual examination of the returned product identified damage to the dovetail feature which appears to be flared out. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as they are prohibited by the hospital to return the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trying to use the inlay; the inlay would not lock in place; the product seemed bent.